Event description:
It was reported that prior to a robotic laparoscopic total hysterectomy with bilateral salpingectomy procedure, the operating room team interface (orti) displayed a "backup battery low" error message even though the top and bottom uninterruptible power supplies (ups) had charges of 100% and 94%, respectively. The surgical team confirmed that all components were connected, but the "confirm" button was greyed out and the next screen could not be navigated to. A full shutdown and restart were performed which resolved the issue. There was a delay of thirty minutes and the surgery was completed normally. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.